Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed an annual preventive maintenance (pm). The cse checked the probe tip calibrations and found that the diluent tube set up was appropriate but the normal sample tube positions needed adjustment to the probe tip x position and sample carousel rotation as the tip was not aligned centrally. The cse also determined that inner and outer tubes required adjustments. The cse verified sampling after pm adjustment and repeatability checks, which were acceptable. The cause of the discordant, falsely low hgh result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low human growth hormone (hgh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low hgh result.